Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10 ¿ medical products : item# 85-2410, lot# ni, 2.4mmx10mm ht x-dr screw (B)(4) screws. Item# 24-1060, lot# ni, fracture 16 hole qty (B)(4). H2: foreign: argentina no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the patient had a medical history including ossifying fibroma illness. The plate was removed due to necrosis of the iliac crest with autogenous bone graft. No intra-operative complications or events. The medical records were poor quality with partially legible handwriting. An image was assessed but not sent for radiologist review as the image date is not provided and the image is of poor quality. A definitive root cause cannot be determined. It was reported there was a surgical site infection with bone graft failure due to necrosis and a contributing factor of the issue was ossifying fibroma/illness, however, this could not be confirmed without complete legible medical records. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised as there was a surgical site infection with bone graft failure due to necrosis. Attempts have been made and additional information on the reported event is unavailable at this time.